Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: observed broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.